Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out of range, pacing impedances. Measurements in unipolar were 270 ohms and in bipolar were less than 100 ohms. There was no capture at maximum outputs, and there was intermittent noise from atrial paced impulse. Reprogramming was done and rv sensitivity was programmed bipolar and pacing was unipolar. By review of daily measurements, the lead impedance declined approximately two months prior to the routine evaluation. The patient was not pacemaker dependent and was asymptomatic. It was estimated that the patient's current pacemaker will needed to be changed out in approximately two years, and the physician elected to wait until then to replace the lead. No adverse patient effects were reported. The system currently remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated the lead was explanted during a device replacement procedure for normal battery depletion. A new rv lead was successfully implanted. No adverse patient effects were reported.